Manufacturer narrative:
Device evaluation the balloon returned in its post inflated state. Visual inspection under a microscope confirms that all four marker bands are visible and intact. No damage noted to the balloon. A 20ml water filled syringe was attached to the luer and the device was flushed with no issues. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out the gw port of the luer with no difficulty. Negative prep was performed using the 20ml water filled syringe and no bubbles were noted indicating no leak/burst may be present. The device was connected to an inflation device and inflated to nominal pressure (8atm) and rated burst pressure (14atm) with no issues. The balloon held its pressure and deflated with no difficulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is unknown at which pressure did the balloon burst. It is unknown what type of burst occurred. The balloon did not fragment. The device was safely removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross pta balloon during patient treatment. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No excessive force was used. It is reported prior to reaching rated burst pressure (rbp), the balloon burst. A replacement device was used to complete the procedure. No patient injury reported.